Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("looking for comments on those that have found relief through hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure.